Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2018-60097.

Event description:
It was reported that during a laser photo selective vaporization of the prostate (pvp), the fiber began with good function until 85,942j with 14:35 minutes of fiber use. The fiber when pressing the console foot pedal presented with frontal ray output. The fiber was changed to continue with the procedure. The fiber began with good function until 40,190j with 7:34 minutes of fiber use when the same issue occurred. There was no harm to the patient. The fiber was changed to complete the case.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2018-60097. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device revealed, the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits moderate char on surface. The outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 01/08/2019 06:54 pm CT. The report number is being corrected from: 2937094-2019-60015 to: 2937094-2018-60098.

Event description:
It was reported that during a laser photoselective vaporization of the prostate (pvp), the fiber began with good function until 85,942j with 14:35minutes of fiber use. The fiber when pressing the console foot pedal presented with frontal ray output and the fiber did not rotate from the handle. The fiber tip was cleaned during the procedure. The fiber was changed to continue with the procedure. The fiber began with good function until 40,190j with 7:34 minutes of fiber use when the fiber presented with frontal ray output. The fiber tip was cleaned during the procedure. There was no harm to the patient. The fiber was changed to complete the case.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2018-60097 event description updated with additional information b7: other relevant history updated with gland volume metric, device available for evaluation updated f.10: device codes updated, device evaluated by manufacture updated, evaluation codes updatedthis supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 02:47 pm CT.the report number is being corrected from: 2937094-2018-60209to: 2937094-2018-60098.

Event description:
It was reported that during a laser photoselective vaporization of the prostate (pvp), the fiber began with good function until 85,942j with 14:35minutes of fiber use. The fiber when pressing the console foot pedal presented with frontal ray output and the fiber did not rotate from the handle. The fiber tip was cleaned during the procedure. The fiber was changed to continue with the procedure. The fiber began with good function until 40,190j with 7:34 minutes of fiber use when the fiber presented with frontal ray output. The fiber tip was cleaned during the procedure. There was no harm to the patient. The fiber was changed to complete the case.